Manufacturer narrative:
The reason for this revision surgery was the patient's glenosphere disassociated from the baseplate. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are 7 prior complaints on part number 508-44-101, rsp glenoid head. (B)(4). This investigation is limited in scope because the explanted products were not returned to djo surgical and a definitive root cause cannot be determined. Factors that could contribute to a glenoid head disassociation from a baseplate include trauma and excessive loading of the shoulder prosthesis such as carrying heavy weight, or carrying a heavy extended load, excessive range of motion (rom), and improper tightening of glenoid head retaining screw. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Second revision surgery - due to the patient's glenosphere disassociating from the baseplate. The surgeon exchanged the head and liner and added a reverse shoulder prosthesis monoblock spacer screw.